Event description:
It was reported that during follow up the programmer requested the user to download new firmware to the pacemaker due to an anomaly.the download was attempted but could not be completed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the device as received could not be interrogated. The warning message "installed software does not support this pulse generator. Emergency vvi programming is available" was displayed on the programmer screen. The warning message appeared due to an undefined value of the model number. The model number was restored and the device then worked according to specification.